Manufacturer narrative:
Device evaluation of monitor sn: (B)(4) has been completed. As received, the monitor failed incoming testing. Upon evaluation the monitor delivered monophasic pulses during incoming pulse testing. A root cause investigation is currently underway. A supplemental report will be submitted upon completion. No adverse event resulted from the defective monitor. The patient did not require a replacement monitor.

Event description:
A (B)(6) female patient's monitor was returned for an unrelated issue. Upon service investigation the monitor failed incoming testing. The patient did not require a replacement monitor.